Event description:
The dentist reported that 3 months after the dental implant was placed in intra-oral region #12, it was verified its non-osseointegration. Thirty five n.cm of primary stability was achieved and immediate load was not performed.